Event description:
It was reported that there was no stimulation sensation. It was felt that the implantable neurostimulator (ins) could be dead. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.